Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis.final analysis found that the lead was returned in two pieces. The insulation was abraded at 4.1 cm to 5.2 cm from the distal tip which exposed the re cable lumen.(B)(4).

Event description:
This report is to advise of an event observed during analysis.